Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy effluent. The patient was hospitalized for the event. Treatment for the peritonitis was unknown. On an unreported date, during hospitalization it was the reported the patient's ¿condition decreased¿. On an unreported date during hospitalization, pd therapy was discontinued and the patient was switched to hemodialysis due to ¿whole body edema". It was reported ¿after that¿ the patient experienced hypotension. Treatment for the edema and hypotension was not reported. Seven days after hospital admission, the patient passed away. The cause of death was not reported. It was not it was not reported if an autopsy was performed. It was reported the patient was not recovered from the peritonitis event prior to death. No additional information is available.